Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 10 bd bactec plus aerobic/f culture vials (plastic) false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer has observed false positive vials, positive flag in bactec fx, no organisms found doing gram staining and subculture. Vials have an abnormal sensor in the bottom, seems to be air bubbles inside the sensor material. Air bubbles in the sensor material in the bottom of the bactec vials"

Event description:
It was reported that while using 10 bd bactec¿ plus aerobic/f culture vials (plastic) false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer has observed false positive vials, positive flag in bactec fx, no organisms found doing gram staining and subculture. Vials have an abnormal sensor in the bottom, seems to be air bubbles inside the sensor material. Air bubbles in the sensor material in the bottom of the bactec vials".

Manufacturer narrative:
H6: investigation summary bd was unable to reproduce customer¿s experience with bactec product. Retention samples were visually inspected for with satisfactory results. Batch history record review did not identify any evidence for which the customer submitted the complaint. Plots were not provided. A false positive response was not observed when retention samples were tested. Complaint is unconfirmed based on retention samples and batch history records review.